Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the handle for torque limiters was received in disassembled condition. The mushroom head screw, which fixes the insert in the handle is missing. The selected product experience code of broken cannot be confirmed as no breakage occurred. The thread of the mushroom screw at the insert is in a good condition. In general is the device in a used condition, there are wear marks at the handle and the insert visible. Drawing/specification review: disassembly assembly instruction was reviewed, this device is designed to be disassembled during reprocessing. Spare part document was reviewed, the mushroom head screw is available as spare part under part number 60017782. Investigation conclusion: the complaint is confirmed as the mushroom head screw is missing. In relation to the complaint description is has to be stated that the mushroom head screw is designed to come away as this device has to be disassembled for reprocessing. The visible wear marks indicates that this device was used many times without any issue, therefore we can only assume that the mushroom head screw was once not correctly tightened during reprocessing and did get lost then. In this relation it can be mentioned that this screw is available as spare part. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.110.005, lot: 8749323, manufacturing site: bettlach, release to warehouse date: 18. Dec. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during loan kit inspection a locking screw that holds inner limiter handle has come away from outer handle covering. No patient involvement. This is report 1 of 1 for (B)(4).